Event description:
After successfully gaining access with the kit, the wire fractured when sheath was inserted over the wire. Surgeon was called to assist in retrieving the wire from the body. A 2 cm incision was made and fractured wire was retrieved. Site was closed with suture and dressed with antibiotic ointment and tegaderm dressing.

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors that may have contributed to this event. It appears the guidewire may have been stressed beyond the design capabilities due to the bend in the introducer tip which has an unknown origin.